Manufacturer narrative:
Additional information received by smiths medical that the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device it was not possible to duplicate the error code, however unit drain batteries faster than normal on battery test. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed error code 41622. No adverse effects were reported.